Event description:
The reporter indicated that during implant testing, while using the implant screen for a second induction, lengthy communication was observed. The t-wave was delivered, but no iegms were observed. It was suspected that programmer noise during communication prevented the iegms.